Manufacturer narrative:
The device and defib pads used during the event were returned to zoll medical corporation for evaluation. The device passed defib cycle, bench handling, impedance calibration and all functional tests. The pads passed continuity testing. A visual inspection did not identify any abnormalities or indications of poor patient preparation. Slight discoloration in areas of the electrode tins were observed consistent with arcing between the patient and electrode. A DHR review of the pads lot was performed and determined the pads were assembled to specification. The clinical log was not available for review; however, the activity log showed a difference in patient impedance and defib impedance which is an indication of poor coupling. Electrode labeling states the importance of good placement on the patient and provides instruction for proper electrode application technique. Zoll recommends that patients are cleaned and hair is clipped prior to applying electrode pads to assure good coupling of electrode to skin contact. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a 48-year-old female patient, the device failed to discharge. Complainant indicated that the clinician obtained another device and new set of electrode pads to continue treating the patient. However, they were unsuccessful at discharging the selected energy. Complainant indicated that the patient subsequently expired.